Event description:
The customer reported an intermittent loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The high voltage cable was evaluated and replaced. The system was tested and returned to service.